Event description:
The pt is reportedly experiencing a decrease in sound performance with his internal device. External equipment was exchanged and programming adjustments were attempted. However, this did not resolve the problem. Testing of the device showed that it is functional. Surgery to explant the pt's device will be scheduled.